Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (dilaudid 1 mg/ml at 0.175 mg/day) via an implantable pump. It was reported that the patient had a motor vehicle collision approximately 2 weeks ago. She was rear ended by a semi truck. On impact, her seatbelt tightened across her lap and it was over her pump incision. The patient had pain at the incision site where the pump was located and the incision developed drainage. The hcp saw her in office about a week and a half later and noticed her pump pocket had tissue damage.  The internal pocket was disrupted and likely caused internal tissue trauma that needed to be fixed.  The pocket was revised and cleaned out. The hcp was able to remove the affected tissue. He debrided the pocket and made new edges with healthy tissue. No changes made to the pump or the catheter.